Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pericardial effusion resolved without any actions or intervention taken, and the patient's hospital stay was not extended.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-cryoablation procedure, post-operative echocardiography identified a small pericardial effusion. The case was completed with cryo. The patient¿s condition will continue to be monitored and further details are unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.